Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics was not provided.

Event description:
It was reported that the female luer lock on the syringe pump tubing had cracked and leaked. There were no adverse effects caused to the patient from the event. Although requested, additional information was not provided.

Event description:
It was reported that the female luer lock on the syringe pump tubing had cracked and leaked. There were no adverse effects caused to the patient from the event. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: h.6. Device history record could not be performed on model cad_syr_tube due to no model or lot number being provided by customer.